Manufacturer narrative:
Control panel was cracked allowing moisture inside.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a resurge ultrasonic bath. 2.0 gal, they pressed on the screen wet and got shocked; no injury resulted.